Event description:
It has been reported to co that during a ptca procedure the outer jacket of this catheter broke while torquing. Pulled catheter back through the sheath, cut catheter, and surgically removed remaining piece from pt. There were no pt complications and the device will be returned for co's evaluation.

Event description:
It has been reported to co that during a ptca procedure the outer jacket of this catheter broke while torquing. Pulled catheter back through sheath, cut catheter, and surgically removed remaining piece from pt. There was no pt complications and the device will be returned for co's evaluation.